Manufacturer narrative:
No further evaluation of the device is required. The operator's manual specifies that "if no host ID number is set the assay number is used. Therefore, number should be unique regarding both data fields." A unique number was not set by the laboratory for the host ID number. The instrument is performing within specifications.

Event description:
Test results for an assay were recognized by the lis as another assay. For 2 patient samples, results for the ptt570 assay were picked up by the lis as d-dimer. The issue was caught by the laboratory and no erroneous results were reported. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patients as a result of the error in information transfer to the lis. The error in information transfer from the bcs xp to the lis was due to user error in defining the assay. The laboratory did not enter the required unique number for the ptt570 assay in the host ID. This requirement is specified in the operators manual.